Manufacturer narrative:
The verbatim/coding reporting the lead being replaced after the patient's fall was captured under manufacturer report #300420 9178-2021-12732. Event date: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they fell, had to have the lead replaced and since the fall they were still leaking and were not quite getting a 50% reduction in symptoms. The patient stated they sometimes felt discomfort near the bladder too. While on the call, the patient increased stimulation and patient services reviewed the option to change programs if it was uncomfortable. The patient called back on (B)(6) 2021 reporting the previously reported event details and additionally reported pain down the leg at times. The patient also had additional questions about program use such as how long they should go before changing programs and in what order and patient services reviewed considerations. Patient services also discussed guidelines for dental drills with the patient (not alleged to be related to the device/therapy.)